Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that following cardioversion therapy on (B)(6) 2013, oversensing was seen within episodes stored by the device in the atrial and ventricular channels. Reportedly, this oversensing led to pacing pauses and on (B)(6) 2013 an ablation was successfully performed because of atrial flutters. It was also reported that cardioversion therapy was performed on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2012, and that the pt collapsed twice on (B)(6) 2010. The subject device was explanted.